Event description:
During the coronary artery bypass graft surgery, the punch caused a tear in the aorta. The surgeon used another manufacturer's punch to even out the tear. This caused the aortotomy to become larger. The larger hole interfered with the use of the seal requiring use of a clamp to complete the anastomosis.